Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on (B)(4) 2012 and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the patient had been experiencing frequent low blood glucose (bg) between 40 and 60 mg/dl with symptoms. The reporter did not indicate specific symptoms of hypoglycemia, but stated that the patient treats with juice and glucose tablets. The reporter noted that the low bgs have been occurring at the same time of day each time, around lunch time. The reporter stated that the issue had been discussed with the patient's doctor and the patient's basal rates have been lowered twice, but the low bgs continued. The reporter contacted animas for assistance in changing the mid-day insulin to carbohydrate ratio settings in the pump, and declined to troubleshoot the pump at that time. The patient reportedly continued insulin pump therapy and there has been no further reported incident. The pump is not being returned at this time. This complaint is being reported because the patient allegedly experienced hypoglycemia while using insulin pump therapy, and the cause of the low bgs could not be determined.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.